Manufacturer narrative:
The device, used in treatment, has not been returned for evaluation. We have not been able to establish a relationship between the device and the event reported or determine a root cause in this occasion. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history has been reviewed with similar instances recorded in the past three years. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance, therapy will still be delivered. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that after applying the canister, after 4 to 5 hours, the renasys touch machine alarmed a full canister. The customer confirmed that the y-connector was not activated and the system appeared to be functioning normally. Because of the alarm, the customer had to replace the canisters to try to silence the alarm. The system was applied by a very experienced nurse in the use of the device, therefore, it also does not raise the question of the size of the orifice of the film. No patient impact has been reported.